Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to approximately 500 mg/dl after wearing the pod on the arm for approximately 1-4 hours. The patient contacted emergency services (911) and was transported to the hospital, where he was admitted to the intensive care unit on (B)(6) 2025. Reported symptoms included disorientation, confusion, fatigue, nausea, vomiting, altered mental status, and abdominal pain. The patient was diagnosed with diabetic ketoacidosis and treated with insulin, zofran, and intravenous saline. The patient was discharged on (B)(6) 2025. The patient was unable to confirm whether a communication issue between the pod and the dexcom g6 continuous glucose monitor may have contributed to the event; however, the patient reported that no alarms were noted during the event. It was further noted that the patient later consulted with his endocrinologist regarding improved pre-bolusing practices to address elevated bg levels post meals. The pod is not expected for return as it was removed and discarded by hospital staff.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone18.2, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.